Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a drug error occurred with dobutamine. The clinician chose the wrong concentration however entered the correct dose when programming the pump. This resulted in patient receiving more than the intended dose. There was no patient harm. Although requested, no further information is available per customer.